Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the non tortuous, calcified proximal diagonal artery. The vessel was pre dialted with a sprinter 15 x 3.5 mm balloon. The physician attempted to implant a taxus express2 3.50 x 20 mm drug eluting stent but was unable to track the stent through the lesion with good guide support. Injection demonstrated sub intimal appearance of the wire despite the uncomplicated pre dilatation over the same wire. The attempted withdrawal from the proximal lesion was difficult. The stent was able to be withdrawn to the proximal left main with friction but withdrawing into the guide was quite difficult, despite co ax position of the guide. Full withdrawal was achieved which then demonstrated significant damage to the proximal end of the stent. No pt complications were reported. The procedure was completed with another of the same device. The pt's status is reported as good.